Event description:
A balloon was used successfully during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon through the introducer sheath, resistance was encountered. Continual exertion resulted in a break in the shaft extrusion at the distal 1/3 of the balloon/catheter area. Prior to the extrusion break, the shaft elongated and became crimped onto the guidewiere. This phenomenon allowed for successful removal of all segments with guidewire removal. The pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the distal third of the balloon material and tip of the catheter were missing and not returned for evaluation. The remaining balloon material was torn circumferentially and longitudinally. The shaft just proximal to the balloon was elongated and crushed. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesion in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with continual exertion against resistance, a crushed, elongated shaft. It was also indicated resistance was experienced during withdrawal of the device and that continual exertion resulted in catheter shaft breakage. The device was qualified for tensile strength. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through an introducer sheath or a guidewiere through a catheter stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."